Event description:
Per the clinic, the patient underwent a surgical procedure to relieve swelling subsequent to sustaining a head injury. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011. It is unknown if there are plans to reimplant the patient with a new device. This report is filed (B)(4) 2012.